Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the network bulkhead connector was replaced. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the camera had an amber light on when the demo system was being uncreated. Troubleshooting steps were performed during the call. The manufacturer representative tried connecting to the toolbox, but it would not connect to the optical localizer (psu). The led indicator on the power over ethernet (poe) injector was then checked and noted that it was red. The manufacturer representative then bypassed the network cable chain, which went from the poe to the camera, and communication was resolved. No patient was present when the issue was identified.